Manufacturer narrative:
The actual device and photograph were received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of the minicap transfer set leaked. This was observed when the transfer set was being changed. The transfer set was replaced. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.